Manufacturer narrative:
No samples were available for evaluation; however, samples from our current process were reviewed and no problems were found that would have contributed to the issue reported. A review of the device history record for the lot number reported was reviewed and no issues were noted that would have contributed to the issue reported. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The product was manufactured under the approved product specifications. The product label does warn: "warning: "use this product only as directed in the product literature to reduce the risk of nasal irritation, septal distortion, skin irritation, and pressure necrosis".

Event description:
A pt intubated since birth in 2009. Extubated three days later, and placed on nasal CPAP (sipap) with cardinal health system with mask. (Device #1 and 2 per user facility reports.) Nasal prongs small enough for infant not available with this system. Thirteen days later, mild upper frenulum breakdown noted. Wound care evaluation ordered. Therapy started 5 times per week. Four days later, patient changed to bubble CPAP with draeger system. Interface prongs and mask used. (Device 3, 4 and 5 per user facility report). Prongs and mask alternated to relieve pressure points. The following month, found to have open wound with most of the septum having eroded. Frequency of wound therapy changed to daily. Eleven days later, wound culture positive for infection. Pt re-intubated two days later, for increased spells-difficulty breathing and possible nasal obstruction versus sepsis. Wound care discontinued in early of the same month, as wound site clean and patient is now intubated allowing rest of the septum. Fifteen days later, blood culture positive. PICC line removed four days later. Patient also started on vancomycin and ent consulted. Patient extubated nine days later. In the following month, plastics consult completed. Patient discharged home the following month. Family to follow up outpatient with plastic surgery. Patient will likely need reconstructive surgery when older.